Event description:
It was reported the patient had an overstimulation or ¿jolting type¿ sensation when slightly moving her neck. The patient was slapped on the mid-back on (B)(6) 2013 when the incident first occurred. Ever since that, any slight movement other than midline sends jolts to the patient¿s cervical area. Impedances were checked and were all in the 800-900 range. The patient still had shocking at the time of the report. A CT was performed with no abnormalities noted. There was shocking even at the lowest impedance measurement default of 0.25 volts. Additional information received reported impedances were checked with the patient¿s neck in various positions on (B)(6) 2013 and all were still normal. No malfunctions were seen and the cause of the issue was not determined. The patient¿s health care provider wanted to wait to see if the symptoms would resolve on their own. It was believed the patient had swelling from injury. It was reported the patient still had good coverage, but was unable to move her neck without getting shocked. The patient was using the system otherwise pain would be unbearable.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# : (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4) product type programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 37752 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37742 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product type lead product ID 97714 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type implantable neurostimulator. The conclusion codes 54 and 77 no longer apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a consumer on (B)(6) 2016 that there had been issues in 2013. Every time the patient moved their head it was like sticking their finger in a socket. It was reported that the patient had a work injury in 2013. It was mentioned that the patient had 2 battery packs.